Event description:
New information received indicated the lead exhibited subclavian crush. Lead was explanted.

Event description:
It was reported that an alert was delivered due to possible hv lead issue. The patient received one shock for a fib with rvr. The therapy was aborted. Low impedance was observed. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.